Event description:
The customer contact reported breakage of the semi-rigid adapter on the clave secondary port. The plumset was being used to deliver an unspecified medication. After an unspecified length of time, it was reported that the female adapter of an unspecified secondary tubing set was connected to the clave secondary port of the plumset for the delivery of an unspecified antibiotic. After an unspecified length of time, it was noted that the semi-rigid adapter of the clave secondary port on the cassette of the plumset was broken. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to the patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is complete. The device was not returned for testing and evaluation. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of the clave secondary port with a semi-rigid adapter bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.